Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away at home, under hospice care. The customer was under hospice care for renal failure. The cause of death was renal failure. The customer's blood glucose at the time of death was unknown, but the caller stated that it was in the customer's normal range. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that instead of returning the insulin pump for analysis, he wants to donate it. He stated that he is going to see if someone can use the insulin pump and will call back at a later date if he wants to return the device. No further information is available at this time.